Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The device had a scratched lcd window, cracked battery tube threads, and cracked reservoir tube noted during visual inspection. Device also had a corroded lcd board and corroded motor assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's doctor reported via phone call that the customer jumped into the pool with the insulin pump. It was stated that the insulin pump had some alarms that they were unable to clear because the buttons were not responding. Doctor confirmed there was no visible water on the screen. Customer's blood glucose value was 112 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.